Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that issue found during evaluation of arctic sun device, replaced a transducer due to not cooling.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty pressure transducer. The arctic sun stat was evaluated upon receipt. During the evaluation it was found that the pressure transducer was the root cause for the device not cooling. Pressure transducer was replaced. Device underwent 2000-hr pm procedure. Mixing pump and circulation pump were serviced. Heater, manifold o-rings, evaporator outlet tube, double bend tube, were replaced. Usb cover was added to the system. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that issue found during evaluation of arctic sun device, replaced a transducer due to not cooling.